Event description:
It was reported that the patient presented in clinic with multiple episodes of non-sustained lead noise. The device was post-paced t-wave oversensing. Programming changes were recommended. The patient was asymptomatic.